Event description:
Customer reportedly received results of 103 mg/dl on her meter and 263 mg/dl on the hospital meter within 10 minutes. No quality controls used. Requested return of suspect device and replacement was sent.